Event description:
Procedure performed: colecystis. Event description: complaint 1 of 3: (B)(4). Normal use. The user has tried to use the clip but only some clips go out. One shoot goes and then another shoot didn't. Changed clip. No other instruments used. Additional information received from applied medical team member via email on 14nov23: all clip appliers experienced the same problem. They were all used in the same procedure on the same day. They are all from the same lot (1489896). Intervention: device replacement. Patient status: no patient injury.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: colecystis. Event description: complaint 1 of 3: (B)(4), complaint 2 of 3: (B)(4), complaint 3 of 3: (B)(4). Normal use. The user has tried to use the clip but only some clips go out. One shoot goes and then another shoot didn't. Changed clip. No other instruments used. Additional information received from applied medical team member via email on 14nov2023: all clip appliers experienced the same problem. They were all used in the same procedure on the same day. They are all from the same lot (1489896). Additional information received from applied medical team member via email on 14nov2023: the trigger could be moved as normal. Patient status: no patient injury. Intervention: device replacement.